Manufacturer narrative:
It was reported on (B)(6) 2018 that the subject device was explanted (the same day) and will be returned for investigation. The associated right ventricular lead was abandoned. It was also reported that during the explantation procedure, the physician met some difficulties to disconnect the atrial lead.

Event description:
It was reported that several episodes with ventricular noise oversensing probably related to a lack of lead insulation were observed in the device memory. The device replacement is imminent, the physican would like to know if the ventricular lead must be replaced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
It was reported that several episodes with ventricular noise oversensing probably related to a lack of lead insulation were observed in the device memory. The device rreplacement is imminent, the physican would like to know if the ventricular lead must be replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that several episodes with ventricular noise oversensing probably related to a lack of lead insulation were observed in the device memory. The device replacement is imminent, the physician would like to know if the ventricular lead must be replaced.